Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a "system error 2240" message that hp received on the display of home patient's homechoice machine during dwell 1 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp's spouse disconnected one of the supply bags from the supply line of the homechoice set during treatment without clamping off the supply line. Hp then connected the used bag to a different line on the homechoice set. "A few seconds later" hp received a "system error 2240" alarm. Baxter's quality assurance department advised hp against respiking used bags and moving bags from line to line during apd therapy.rn will review proper procedures with hp. No pt injury or medical intervention was associtated with this incident per hp and rn.